Event description:
Pt called alleging that the test does not start. Pt did not report any symptoms. Pt did not suffer a serious injury and did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent pt a new meter. When the meter does not start, a pt cannot obtain a test result, which may lead to delay in treatment in the absence of a glucose value.